Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2of 2. Reference MFR report #1627487-2014-08295 it was reported the pt's physician could not remove the stylet form the lead during the permanent implant procedure. The physician cut the extruding piece of the stylet and left the remaining stylet segment in place in the lead. The pt reported receiving effective stimulation postoperative.